Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer returned the air dermatome, serial number (B)(4), the autoclave case, hose, screwdriver, and 1-4" width plates for evaluation. Product review of the air dermatome by zimmer biomet surgical on 18 sept 2019 revealed that the calibration was out of specification at the zero setting only. The motor speed was within specification and the control bar was not in the correct position. Repair of the air dermatome was performed by zimmer biomet surgical on 18 sept 2019 which included replacement of the hose, die cast lever, ball plunger thickness control shaft, fine adjustment cam, vespel bearings, semi-circle bearings, and other bearings. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event cannot be specifically determined with the provided information because the reported event was unable to be reproduced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was leaking fluid and hose also had leak. The event occurred during testing. There was no harm and no delay reported. No adverse events were reported as a result of this malfunction.